Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level of 54 and 130 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the low blood glucose with food. Customer had the calibration not accepted and change sensor issues, customer was using auto mode feature. No further details were given. The insulin pump was not returned for analysis.